Event description:
The sensor pad goes off when pressure is applied to the pad. No patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows the rj-11 plus is loose, intermitent power. The sensor pad is folded. (B) (4).